Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection of the sample confirmed that the distal luer was cracked. The root cause of the malfunction could not be determined.

Event description:
It was reported that an intermate had a crack and was "missing some plastic" on a luer. The damage was reported to be on the patient end of the tubing. This malfunction was found before use and therefore there was no patient involvement. Also, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.